Event description:
It was reported that the ilet user contacted support with a blood glucose (bg) of 70 mg/dl before dinner and asked whether to perform a meal announcement. The agent advised treating to bring their bg up prior to meal announcement and eating. It was noted via reports that a missed lunch meal announcement earlier led to hyperglycemia that preceded the bg of 70 mg/dl. Symptoms included hyperglycemia peaking at 307 mg/dl following the missed lunch announcement. Outcomes included self-management guidance and no hospitalization. Investigation included review of available device reports and user history. Investigation of this case revealed no device malfunction, and the event was attributed to user management behavior related to a missed meal announcement and timing of treatment for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with appropriate device function.